Event description:
Ongoing concern with the snap connector piece of these electrode patches tearing away upon removal from patient. Snap connector has to be manually pried out of leads. No connectivity concerns and no patient harm reported. Lot #hce4h031.